Event description:
It was reported that one day after insertion of the iab, the "ap" waveform diminished and blood could not be aspirated from the catheter's central lumen. The waveform indicated that the catheter was kinked. The iab was removed and replaced without any complications.